Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received showing noise on the rv lead which resulted in non-sustained vt/vf. Visual analysis of the lead revealed externalized conductors. Lead was extracted and replaced. It was noted that the patient received inappropriate atp therapy prior to the procedure. Patient was stable post-procedure.